Event description:
Customer reported "there have been a few of incidents of lines leaking or separating at the site of the disc." No additional info provided. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). A follow up report will be submitted with failure investigation results once the device has been evaluated.